Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a distal right coronary artery (rca) lesion. This was not predilated. The physician was able to successfully deploy the taxus express2 8.8% 3.5 x 28 mm drug eluting stent without incident. Upon deflation, it was noted the balloon would not deflate. The physician removed the inflation device and attached a syringe to the delivery device and pulled negative. Using this method, the physician was able to deflate the balloon, but it was noted to be very slow. There were no pt complications.